Manufacturer narrative:
Additional information was received from the customer stating that the wake button did not have any issues and was functioning properly. Reportedly, removing the pump case resolved the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button was unresponsive. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose was 123 mg/dl. Reportedly, customer continued to use the pump for insulin therapy.